Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 16 mm stent delivery system (sds) catheter was returned for analysis. Visual examination of the stent identified damage to the distal end of the stent. The stent struts in the seventh- eighth stent strut rows from the distal end of the stent were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon cones were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. Visual and microscopic examination of the bumper tip found no issues. Visual and tactile examination of the hypotube shaft identified a kink at 417mm distal from the distal end of the strain relief. Visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x16mm synergy drug-eluting stent, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x16mm synergy drug-eluting stent, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported.